Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: analysis of the returned device identified: crease fold, deformation, wear abrasion, yellow particles and weight within specifications. No observed openings in the device. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings observed in the device.

Event description:
Healthcare professional reported "implant exchange from a textured to smooth breast implant due to the patient¿s concern with the product". Patient's spouse reported "ruptured". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: "implant exchange from a textured to smooth breast implant due to the patient¿s concern with the product". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "implant exchange from a textured to smooth breast implant due to the patient¿s concern with the product". Patient's husband reported "ruptured". This record is for the left side. Device has been explanted.